Event description:
Malfunction was reported and did not result in the customer's blood glucose level exceeding 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur after resetting. Customer was informed to continue using the pump and to contact support if the malfunction recurs, acknowledging and understanding the instructions received.